Event description:
Report rec'd of "a proximal occlusion alarm during infusion" which resulted in delay of threapy. After the pt returned to the nursing unit post-operatively, the pt's urinary output was becoming low. The pt did not manifest any symptoms of hemorrhage or dehydration. The customer stated "the pt's vital sign readings were within acceptable limits". The physician ordered a replacement intravenous fluid of lactated ringers solution 500ml to be administered over one hour. The infusion was started at approx 1250, and soon after a "proximal occlusion alarm" was rec'd. Troubleshooting was done and the tubing was changed but the proximal occlusion alarm was still rec'd. The infusion was then initiated by gravity flow one hour later at 1350. It was reported that the infusion was still going on at 1500. The pt did not experience any adverse effects. Additional info was requested, but no further info was available.